Event description:
Report received from aninternational affiliate that stated the following. "Aim pump set 13575 001, lot number 110574 w, leaded at the filter. The set was sent ot a patient in homecare. It was used to infuse fluorouracil/dw5, via the air pump. The infusion was connected to the patient's PICC access device, and infused at 0.5ml/hr. There was a total of 82ml in the container. At the end of the infusion, the solution leaked from the filter. The treatment was not interrupted, there was no blood backflow, blood loss or air infusion. There was no consequence to the patient. There was no injury to the nurse. The nurse from homecare removed the set and returned it. The contact described that the side of the filter was covered with a crust of dried solution.